Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/1/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 8/1/2018, mentor received additional information: implantation date: (B)(6) 2011. The patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline prostheses on (B)(6) 2018; catalog # 3502500, s/ns (B)(4). Concomitant products: left mentor smooth round moderate profile 375cc saline prosthesis, catalog: 3501660, serial number: (B)(4), lot: 6401475. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent measuring 1.0 cm was discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. The device history record (DHR) for the lot number 6423003 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2018, mentor received additional information: patient codes: (B)(6). Capsular contracture of unspecified baker grade was also indicated. Right side capsulotomy and capsulectomy were performed. Minimal capsulotomy on the left side. Replacement implants were filled to 570cc on the right and 575cc on the left. Patient tolerated procedure well. Patient was discharged in satisfactory condition updated device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. Brown material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. A rent measuring 1.0 cm was discovered within a crease on the anterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6423003 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Regarding the information received, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/13/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent removal and replacement with unspecified mentor saline prostheses on (B)(6) 2018.